Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). The caller reported contacting the manufacturer in 2016 with a request for the patient to be contacted because of a remote that is not working. The patient¿s son called the hcp and was not happy that the device is still not working. Per the caller¿s request they were directed to have a manufacture representative (rep) contacted to have them attend the patient¿s appointment on thursday. There were no patient symptoms reported and no complications reported. Additional information was received from a consumer via a healthcare professional (hcp) regarding the patient. It was reported that the patient lost their remote two years ago and it had not yet been replaced. The hcp reported that the device was not working anymore. No further complications were reported. Follow-up was conducted.